Event description:
It was reported to philips the device failed to discharge a shock to a patient. Another defibrillator was used to treat the patient. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. The patient outcome was unknown. No ECG monitoring strips or case event files were provided to philips for review. A philips field service engineer (fse) evaluated the device and was unable to duplicate the issue. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.

Event description:
It was reported to philips the device failed to discharge a shock to a patient. Additional details have been requested. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.